Event description:
This is the 3rd occasion when the temp foley probe gave inaccurately high temperature readings. In one instance, the patient was hooked up to a cooling blanket when temperature read 102 and kept rising to 106f. The temperature foley probe was attached to the monitor and temp read 107f. All wires were changed and temperature read 108f. The nurse (rn) took tympanic temperature which registered as 96.8f. Catheter probe was sequestered. Biomed checked cables and all were functioning appropriately.what was the original intended procedure?cooling for hyperthermia.device #1is this a laboratory device or laboratory test?no.